Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there has been one further complaint reported with this failure mode in the past three years. The device was intended to be used for treatment, however, it was reported that issues were experienced during application. The returned device underwent a thorough product evaluation. An initial visual inspection did not identify any issues. When batteries were inserted into the device all indicator lights were solidly illuminated, confirming a relationship between the event and the device. This means the device entered a non-recoverable error state. Device data showed the pump entered a non-recoverable error after functioning for 31 seconds. The pump was attempting to achieve negative pressure wound therapy when it entered the error state. It entered this state because the motor current was out of range. It is unknown what caused this, therefore the root cause remains undetermined. A non-recoverable error state is a patient safety feature in which the pump will cease to function and must be swapped. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump did not start when treating a female patient and a backup was not available. There was no patient injury. There is no further information to be obtained from the customer.